Manufacturer narrative:
Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2012, 5071-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after cauterizing the device pocket, the right ventricular (rv) lead exhibited high pacing impedance and it was suspected that the lead tip was fractured. When the rv lead was first placed in the apex and tested, the impedance was stable. The rv lead was removed, and the procedure was re-scheduled at another date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop due to over retracted the helix, and it is possible related to the lead impedance issue. If information is provided in the future, a supplemental report will be issued.